Event description:
May 3rd a silver dressing was used on a wound on my leg which raised my blood pressure may 10th changed to mepitel by may 12 my blood pressure was 188/90. This continued to rise. May 22nd saw a doctor b/p 193/115. Took captopril and diazepam my pressure still remains at 160/90. Even with captopril. I have reactions to many medicines which are usually cured with captopril and diazepam. I have not had any tests just supplied with diazepam and captopril. Is there an anti dote to silver ingestion? "Supplied by medical clinic in (B)(6)." Ref: mw5156321.